Event description:
Info was received from a respironics international service vendor that this unit's alarm would not sound. There was no reported pt harm. The alarm was replaced to correct the problem.